Event description:
It was reported to philips that the system was not booting up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon troubleshooting actions, fse identified that the main mcb was consistently tripping due to a minor misalignment of the cbct. The fse repositioned and secured the cbct. After repair, the system was returned to use in good working order.